Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp unit failed the battery runtime test. There was nothing unusual identified in the logs. To fix the issue, the fse replaced the batteries as a pair and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a daily check, performed by the customer, the batteries of the cs300 intra-aortic balloon pump (iabp) were not holding a charge. There was no patient involvement, and no adverse event reported.